Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided video, droplets of fluid were observed to be leaking from the base of the header blood port. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that a prismaflex st150 set was damaged and leaking fluid from the port on the header cap during priming. There was no patient involvement. No additional information is available.